Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a cracked plunger case. The event history log revealed a motor rate error. An occlusion test was performed and confirmed the reported problem. It was determined that the grease on the worm coupling, and gear was the root cause. The worm coupling and gear were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a motor rate error. Patient involvement is unknown.